Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. Review of initial operative notes shows no complications and the cup component in good position with good bone coverage, solidly fixed. The DHR was reviewed an no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 15-105004 - m2a taper liner - 883700; 11-163669 - m2a head - 175650; x180315 - bi-metric stem - 161110. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04103, 0001825034 - 2020 - 04104.

Event description:
It was reported that patient underwent a right hip revision approximately 15 years post implantation due to pain from metal-on-metal complications. The cup and head were removed and replaced with competitor product. Attempts have been made and additional information on the reported event is unavailable at this time.